Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify back light anomaly, e/a alarm, failed battery alarm and charge or battery anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with cracked battery tube threads, cracked lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's backlight was not as bright as it was before. Insulin pump had crack on screen. Insulin pump took an hour for restart. Insulin pump received no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.